Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per flexible use spec-#, effective: 01mar2017. Consumer reports she ¿applied thermacare patch to her body and had significant burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] her skin felt tender/ burned/ discovered the blisters/had significant burns/significant burns and blisters [burns second degree] , did not check skin under heatwrap during use and had read usage instructions prior to product use [intentional device misuse] , scarring [scar]. Case narrative:this is a spontaneous report from a contactable consumer. A 45-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain, reported as "thermacare joint therapy") (device lot number s68524, expiration date may2020) from (B)(6) 2018 for pain/having pain in side. Medical history included kidney stones from (B)(6) 2018 and unknown if ongoing (seeing a urologist), urinary tract infection from (B)(6) 2018 and unknown if ongoing (she went to the emergency room on (B)(6) 2018 for significant abdominal pain, her co-worker took her and she was diagnosed with a urinary tract infection and kidney stones which was how she got on the bactrim), high blood pressure from an unknown date and unknown if ongoing, acid reflux from 2016 and ongoing (started between march or (B)(6) 2016), ulnar surgery from an unknown date and unknown if ongoing, sprain to left ankle (saw a physician for that) and sensitive skin (to some products) from an unknown date and unknown if ongoing. Concomitant medication included sulfamethoxazole, trimethoprim (bactrim) from 13jun2018 to 18jun 2018 oral at 1 capsule twice daily (every 12 hours) for a urinary tract infection, hydrochlorothiazide, triamterene (triamterene and hydrochlorothiazide) (strength: hydrochlorothiazide: 25 mg/triamterene: 37.5) from an unspecified date and ongoing oral at 1 tablet once daily at bedtime for high blood pressure and esomeprazole magnesium (nexium) (strength: 40 mg) from 2016 and ongoing oral at 40 mg 1 capsule, once daily in the morning before consuming anything for acid reflux. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (for about 7 years) "as directed" for an unknown indication with no adverse effect. The patient applied the heatwrap by attaching the heatwrap adhesive directly to her body on her left flank due to pain she was experiencing on her left side, on the afternoon of (B)(6) 2018 while at work. She reported she did not check her skin under the heatwrap while using the product on (B)(6) 2018. Upon arriving at home that evening on (B)(6) 2018, she took off her dress and the heatwrap and her skin felt tender and sensitive in that area. She stated she was not feeling well and she just went straight to bed. This was all within the eight (8) hour period prescribed according to the packaging. When she awoke the next morning, on wednesday, (B)(6) 2018, she actually looked and saw the blisters. The blisters were on her left side or flank, not the back. She stated she took photos of the area because she could not see and noticed the blisters. The patient had significant burns by the thermacare joint body strip. The patient had a doctor appointment on (B)(6) 2018 and they looked at her burn blister and sent her immediately to the emergency room where she was admitted. She stated she had other medical issues going on at that time and the wound care team at the hospital provided direct treatment for her burns. The patient was hospitalized from 20jun2018 to 24jun2018. The patient reported the blisters were now dried and now had significant scarring, but not draining in 2018. She can see where the heat elements were impressed on her body. The areas had improved. The patient went to see a plastic surgeon for a scheduled appointment to discuss with him what happened. The burn blister area started to look yellow and bloody when he looked at it and he stopped the hospital's recommended wound care therapy. He took off the bandaging and applied a different type of bandage and gave her further instructions. The patient was scheduled to follow-up with her physician on (B)(6) 2018. The patient bought the heatwraps frequently and usually just threw away the boxes. She took them out of the box and left some at work as well as at home as she relied on them for pain and comfort. She had the unused heatwraps from the same box, but no longer had the box. The patient denied being pregnant and denied being post-menopausal. She was currently under the care of a physician as a result of having ulnar surgery and saw physical therapist. In addition, she saw a physician for a sprain to her left ankle and a urologist for her kidney stones. The patient classified her skin tone as medium (neither light nor dark). She denied having any abnormal skin conditions. She purchased heatwraps in a red box. The patient previously used other heat products for pain relief (such as an electric heating pad, hot water bottle or microwave gel pack) 2 to 3 weeks before for maybe a couple hours with no adverse effect. She did not engage in exercise while using the product. The patient had read the usage instructions on the heatwrap prior to using the product. The packaging was sealed and intact upon purchase. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken included unspecified treatment from the wound care team at the hospital and a kit with unspecified products or medicine to apply to her burn blister areas upon discharge from the hospital. Clinical outcome of the event burn blister was resolving. Clinical outcome of the remaining events was unknown. As of (B)(6) 2018, according to the product quality complaint group: samples have not been received at the site for evaluation. Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per flexible use spec-#, effective: (B)(6) 2017. Consumer reports she "applied thermacare patch to her body and had significant burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (12jul2018): new information received from a contactable consumer includes: patient details, medical history, past product history, concomitant medications, suspect product lot number and expiration date, action taken with the suspect product suspect product stop date, patient hospitalization, therapeutic measures taken, reaction data (additional events of intentional device misuse and scarring) and further details of the patient's clinical course. Additional information has been requested and will be provided as it becomes available. Follow-up (16aug2018): this is a follow-up report form the product quality complaint group includes investigational results, onset date of events and start date of concomitant drug nexium added. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and scarring as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, intentional device misuse and scarring as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] her skin felt tender/ burned/ discovered the blisters/had significant burns/significant burns and blisters [burns second degree] , did not check skin under heatwrap during use and had read usage instructions prior to product use [intentional device misuse] , scarring [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 45-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain, reported as "thermacare joint therapy") (device lot number s68524, expiration date (B)(6)2020) from (B)(6) 2018 for having pain in side or flank. Medical history included kidney stones from (B)(6) 2018 and unknown if ongoing (seeing a urologist), urinary tract infection from (B)(6) 2018 and unknown if ongoing (she went to the emergency room on (B)(6) 2018 for significant abdominal pain, her co-worker took her and she was diagnosed with a urinary tract infection and kidney stones which is how she got on the bactrim), high blood pressure from an unknown date and unknown if ongoing, acid reflux from 2016 and ongoing (started between march or (B)(6) 2016), ulnar surgery from an unknown date and unknown if ongoing, sprain to left ankle (sees a physician for that) and skin sensitization (to some products) from an unknown date and unknown if ongoing. Concomitant medication included sulfamethoxazole, trimethoprim (bactrim) from (B)(6)2018 to (B)(6) 2018 at 1 capsule by mouth every 12 hours for a urinary tract infection, hydrochlorothiazide, triamterene (triamterene and hydrochlorothiazide) from an unspecified date and ongoing at 37.5-25mg, 1 tablet by mouth at bedtime for high blood pressure and esomeprazole magnesium (nexium) from an unspecified date in 2016 and ongoing at 40mg, 1 capsule by mouth in the morning before consuming anything for acid reflux. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (for about 7 years) "as directed" for an unspecified indication with no adverse effect. The patient applied the heatwrap by attaching the heatwrap adhesive directly to her body on her left flank due to pain she was experiencing on her left side, on the afternoon of (B)(6) 2018 while at work. She reported she did not check her skin under the heatwrap while using the product. Upon arriving at home that evening, she took off her dress and the heatwrap and her skin felt tender and sensitive in that area. She stated she was not feeling well and she just went straight to bed. This was all within the eight (8) hour period prescribed according to the packaging. When she awoke the next morning, on wednesday, (B)(6) 2018, she actually looked and saw the blisters. The blisters were on her left side or flank, not the back. She stated she took photos of the area because she could not see and noticed the blisters. The patient had significant burns by the thermacare joint body strip. The patient had a doctor appointment on (B)(6) 2018 and they looked at her burn blister and sent her immediately to the emergency room where she was admitted. She stated she had other medical issues going on at that time and the wound care team at the hospital provided direct treatment for her burns. The patient was hospitalized from (B)(6) 2018. The patient reported the blisters were now dried and now have significant scarring, but not draining. She can see where the heat elements were impressed on her body. The areas have improved. The patient went to see a plastic surgeon for a scheduled appointment to discuss with him what happened. The burn blister area started to look yellow and bloody when he looked at it and he stopped the hospital's recommended wound care therapy. He took off the bandaging and applied a different type of bandage and gave her further instructions. The patient is scheduled to follow-up with her physician on (B)(6) 2018. The patient buys the heatwraps frequently and usually just throws away the boxes. She takes them out of the box and leaves some at work as well as at home as she relies on them for pain and comfort. She has the unused heatwraps from the same box, but no longer has the box. The patient denied being pregnant and denied being post-menopausal. She is currently under the care of a physician as a result of having ulnar surgery and sees physical therapist. In addition, she sees a physician for a sprain to her left ankle and a urologist for her kidney stones. The patient classified her skin tone as medium (neither light nor dark). She denied having any abnormal skin conditions. She purchased heatwraps in a red box. The patient previously used other heat products for pain relief (such as an electric heating pad, hot water bottle or microwave gel pack) 2 to 3 weeks before for maybe a couple hours with no adverse effect. She did not engage in exercise while using the product. The patient had read the usage instructions on the heatwrap prior to using the product. The packaging was sealed and intact upon purchase. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken included unspecified treatment from the wound care team at the hospital and a kit with unspecified products or medicine to apply to her burn blister areas upon discharge from the hospital. Clinical outcome of the event burn blister was resolving. Clinical outcome of the remaining events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: patient details, medical history, past product history, concomitant medications, suspect product lot number and expiration date, action taken with the suspect product suspect product stop date, patient hospitalization, therapeutic measures taken, reaction data (additional events of intentional device misuse and scarring) and further details of the patient's clinical course. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and scarring as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, intentional device misuse and scarring as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Her skin felt tender/ burned/ discovered the blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain, reported as "thermacare joint therapy") via an unspecified route of administration from (B)(6) 2018 to an unspecified date for pain. The patient medical history and concomitant medications were not reported. She put the patch on her left flank due to pain she was experiencing on her left side, on the afternoon of (B)(6) 2018 while at work. Upon arriving at home that evening, she got undressed and took it off. Her skin felt tender and sensitive. This was all within the eight (8) hour period prescribed according to the packaging. When she awoke on wednesday, (B)(6) 2018, her skin was still tender and sensitive. She looked in the mirror and discovered the blisters. Consumer was burned by the thermacare joint body strip. The attached eight photographs depict the burns in its various stages from (B)(6) 2018 through (B)(6) 2018. The action taken for the product and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] her skin felt tender/ burned/ discovered the blisters/had significant burns/significant burns and blisters [burns second degree] , scarring [scar] , did not check skin under heatwrap during use and had read usage instructions prior to product use [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A 45-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain, reported as "thermacare joint therapy") (device lot number s68524, expiration date may2020) from 19jun2018 to 19jun2018 for pain/having pain in side. Medical history included kidney stones from 13jun2018 and unknown if ongoing (seeing a urologist), urinary tract infection from 13jun2018 and unknown if ongoing (she went to the emergency room on 13jun2018 for significant abdominal pain, her co-worker took her and she was diagnosed with a urinary tract infection and kidney stones which was how she got on the bactrim), high blood pressure from an unknown date and ongoing, acid reflux from feb2016 and ongoing, ulnar surgery from an unknown date and unknown if ongoing, sprain to left ankle (saw a physician for that) and sensitive skin (to some products) from an unknown date and unknown if ongoing. Concomitant medication included sulfamethoxazole, trimethoprim (bactrim) from 13jun2018 to 18jun2018 oral at 1 capsule twice daily (every 12 hours) for a urinary tract infection, hydrochlorothiazide, triamterene (triamterene and hydrochlorothiazide) (strength: hydrochlorothiazide: 25 mg/triamterene: 37.5 mg) from mar2013 and ongoing oral at 1 tablet once daily at bedtime for high blood pressure and esomeprazole magnesium (nexium) (strength: 40 mg) from feb2016 and ongoing oral at 40 mg 1 capsule, once daily in the morning before consuming anything for acid reflux. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (for about 7 years) "as directed" for an unknown indication with no adverse effect. The patient applied the heatwrap by attaching the heatwrap adhesive directly to her body on her left flank due to pain she was experiencing on her left side, on the afternoon of 19jun2018 while at work. She reported she did not check her skin under the heatwrap while using the product on (B)(6) 2018. Upon arriving at home that evening on (B)(6) 2018, she took off her dress and the heatwrap and her skin felt tender and sensitive in that area. She stated she was not feeling well and she just went straight to bed. This was all within the eight (8) hour period prescribed according to the packaging. When she awoke the next morning, on wednesday, (B)(6) 2018, she actually looked and saw the blisters. The blisters were on her left side or flank, not the back. She stated she took photos of the area because she could not see and noticed the blisters. The patient had significant burns by the thermacare joint body strip. The patient had a doctor appointment on (B)(6) 2018 and they looked at her burn blister and sent her immediately to the emergency room where she was admitted. She stated she had other medical issues going on at that time and the wound care team at the hospital provided direct treatment for her burns. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient reported the blisters were now dried and now had significant scarring, but not draining in 2018. She can see where the heat elements were impressed on her body. The areas had improved. The patient went to see a plastic surgeon for a scheduled appointment to discuss with him what happened. The burn blister area started to look yellow and bloody when he looked at it and he stopped the hospital's recommended wound care therapy. He took off the bandaging and applied a different type of bandage and gave her further instructions. The patient was scheduled to follow-up with her physician on (B)(6) 2018. The patient bought the heatwraps frequently and usually just threw away the boxes. She took them out of the box and left some at work as well as at home as she relied on them for pain and comfort. She had the unused heatwraps from the same box, but no longer had the box. The patient denied being pregnant and denied being post-menopausal. She was currently under the care of a physician as a result of having ulnar surgery and saw physical therapist. In addition, she saw a physician for a sprain to her left ankle and a urologist for her kidney stones. The patient classified her skin tone as medium (neither light nor dark). She denied having any abnormal skin conditions. She purchased heatwraps in a red box. The patient previously used other heat products for pain relief (such as an electric heating pad, hot water bottle or microwave gel pack) 2 to 3 weeks before for maybe a couple hours with no adverse effect. She did not engage in exercise while using the product. The patient had read the usage instructions on the heatwrap prior to using the product. The packaging was sealed and intact upon purchase. Action taken with the suspect product was permanently withdrawn on 19jun2018. Therapeutic measures taken included unspecified treatment from the wound care team at the hospital and a kit with unspecified products or medicine to apply to her burn blister areas upon discharge from the hospital. Treatment received for scarring included hydroquinone usp 4%. Clinical outcome of the event burn blister was resolved. Clinical outcome of scarring was not resolved. Clinical outcome of the remaining event was unknown. As of 16aug2018, according to the product quality complaint group: samples have not been received at the site for evaluation. Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per flexible use spec-#, effective: 01mar2017. Consumer reports she "applied thermacare patch to her body and had significant burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Investigation was reopened to add the return sample evaluation results. The root cause nor CAPA were changed as a result of the evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (12jul2018): new information received from a contactable consumer includes: patient details, medical history, past product history, concomitant medications, suspect product lot number and expiration date, action taken with the suspect product suspect product stop date, patient hospitalization, therapeutic measures taken, reaction data (additional events of intentional device misuse and scarring) and further details of the patient's clinical course. Additional information has been requested and will be provided as it becomes available. Follow-up (16aug2018): this is a follow-up report from the product quality complaint group includes investigational results, onset date of events and start date of concomitant drug nexium added. Follow-up (11sep2018): new information received from product quality complaint included: investigational results. Follow-up (23may2019): follow-up attempts are completed. No further information is expected. Follow-up (12jul2019): new information received from a contactable consumer included: concomitant medication data, treatment received and updated events outcome. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and scarring as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, intentional device misuse and scarring as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per flexible use spec-#, effective: 01mar2017. Consumer reports she ¿applied thermacare patch to her body and had significant burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Investigation was reopened to add the return sample evaluation results. The root cause nor CAPA were changed as a result of the evaluation.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per flexible use spec-#, effective: (B)(6) 2017. Consumer reports she ¿applied thermacare patch to her body and had significant burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Investigation was reopened to add the return sample evaluation results. The root cause nor CAPA were changed as a result of the evaluation.

Event description:
Event verbatim [preferred term] her skin felt tender/ burned/ discovered the blisters/had significant burns/significant burns and blisters [burns second degree] , did not check skin under heatwrap during use and had read usage instructions prior to product use [intentional device misuse] , scarring [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 45-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain, reported as "thermacare joint therapy") (device lot number s68524, expiration date may2020) from 19jun2018 to 19jun2018 for pain/having pain in side. Medical history included kidney stones from (B)(6) 2018 and unknown if ongoing (seeing a urologist), urinary tract infection from (B)(6) 2018 and unknown if ongoing (she went to the emergency room on (B)(6) 2018 for significant abdominal pain, her co-worker took her and she was diagnosed with a urinary tract infection and kidney stones which was how she got on the bactrim), high blood pressure from an unknown date and unknown if ongoing, acid reflux from 2016 and ongoing (started between march or apr2016), ulnar surgery from an unknown date and unknown if ongoing, sprain to left ankle (saw a physician for that) and sensitive skin (to some products) from an unknown date and unknown if ongoing. Concomitant medication included sulfamethoxazole, trimethoprim (bactrim) from 13jun2018 to 18jun2018 oral at 1 capsule twice daily (every 12 hours) for a urinary tract infection, hydrochlorothiazide, triamterene (triamterene and hydrochlorothiazide) (strength: hydrochlorothiazide: 25 mg/triamterene: 37.5 mg) from an unspecified date and ongoing oral at 1 tablet once daily at bedtime for high blood pressure and esomeprazole magnesium (nexium) (strength: 40 mg) from 2016 and ongoing oral at 40 mg 1 capsule, once daily in the morning before consuming anything for acid reflux. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (for about 7 years) "as directed" for an unknown indication with no adverse effect. The patient applied the heatwrap by attaching the heatwrap adhesive directly to her body on her left flank due to pain she was experiencing on her left side, on the afternoon of (B)(6) 2018 while at work. She reported she did not check her skin under the heatwrap while using the product on (B)(6) 2018. Upon arriving at home that evening on (B)(6) 2018, she took off her dress and the heatwrap and her skin felt tender and sensitive in that area. She stated she was not feeling well and she just went straight to bed. This was all within the eight (8) hour period prescribed according to the packaging. When she awoke the next morning, on wednesday, (B)(6) 2018, she actually looked and saw the blisters. The blisters were on her left side or flank, not the back. She stated she took photos of the area because she could not see and noticed the blisters. The patient had significant burns by the thermacare joint body strip. The patient had a doctor appointment on (B)(6) 2018 and they looked at her burn blister and sent her immediately to the emergency room where she was admitted. She stated she had other medical issues going on at that time and the wound care team at the hospital provided direct treatment for her burns. The patient was hospitalized from 20jun2018 to 24jun2018. The patient reported the blisters were now dried and now had significant scarring, but not draining in 2018. She can see where the heat elements were impressed on her body. The areas had improved. The patient went to see a plastic surgeon for a scheduled appointment to discuss with him what happened. The burn blister area started to look yellow and bloody when he looked at it and he stopped the hospital's recommended wound care therapy. He took off the bandaging and applied a different type of bandage and gave her further instructions. The patient was scheduled to follow-up with her physician on 30jul2018. The patient bought the heatwraps frequently and usually just threw away the boxes. She took them out of the box and left some at work as well as at home as she relied on them for pain and comfort. She had the unused heatwraps from the same box, but no longer had the box. The patient denied being pregnant and denied being post-menopausal. She was currently under the care of a physician as a result of having ulnar surgery and saw physical therapist. In addition, she saw a physician for a sprain to her left ankle and a urologist for her kidney stones. The patient classified her skin tone as medium (neither light nor dark). She denied having any abnormal skin conditions. She purchased heatwraps in a red box. The patient previously used other heat products for pain relief (such as an electric heating pad, hot water bottle or microwave gel pack) 2 to 3 weeks before for maybe a couple hours with no adverse effect. She did not engage in exercise while using the product. The patient had read the usage instructions on the heatwrap prior to using the product. The packaging was sealed and intact upon purchase. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken included unspecified treatment from the wound care team at the hospital and a kit with unspecified products or medicine to apply to her burn blister areas upon discharge from the hospital. Clinical outcome of the event burn blister was resolving. Clinical outcome of the remaining events was unknown. As of (B)(6) 2018, according to the product quality complaint group: samples have not been received at the site for evaluation. Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per flexible use spec-#, effective: (B)(6) 2017. Consumer reports she "applied thermacare patch to her body and had significant burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Investigation was reopened to add the return sample evaluation results. The root cause nor CAPA were changed as a result of the evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: patient details, medical history, past product history, concomitant medications, suspect product lot number and expiration date, action taken with the suspect product suspect product stop date, patient hospitalization, therapeutic measures taken, reaction data (additional events of intentional device misuse and scarring) and further details of the patient's clinical course. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): this is a follow-up report from the product quality complaint group includes investigational results, onset date of events and start date of concomitant drug nexium added. Follow-up ((B)(6) 2018): new information received from product quality complaint included: investigational results. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and scarring as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, intentional device misuse and scarring as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.